Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a patient reports worse vision in both eyes. Both lenses have small yellow dots on their surface. The patient uses glasses for reading. There are two manufacturers device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number.